Manufacturer narrative:
(B)(4). The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported difficulties and subsequent treatment appear to be related to an interaction of the device with patient anatomy or inability to maintain position/stability of the device during deployment due to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. The other two proglide devices are filed under separate medwatch report numbers.

Event description:
It was reported that suture placement was attempted in both moderately calcified common femoral arteries using three proglide devices via 6f sheaths using the pre-close technique prior to an endovascular aneurysm repair procedure. Reportedly, at the right common femoral artery, a suture break occurred after the proglide plunger was removed. At the left common femoral artery, two proglide devices had cuff misses noted. The sutures of two new proglide devices were successfully pre-placed at both common femoral access sites and used after the interventional procedure to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure. No additional information was provided.